Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called the rep and stated something came up with his daughter and he could not meet. The patient reported he was doing okay and it has been fine. The patient did not reschedule with the rep. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the patient felt the stimulation ramp up high while walking in (B)(6). The patient did not have their remote to turn it down at the time. On the day of the report the patient had set his lying down to zero and he could feel it. No external or patient factors were known to have contributed to the issue. The patient was going to be seen on 26-sep to check positions and reset orientation. The issue was not resolved at the time of the report.